Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited an insulation anomaly and sensing anomaly. The lead was explanted and replaced on (B)(6) 2016. The patient was fine post procedure.